Manufacturer narrative:
Date sent to the FDA: 12/12/2007. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt presented with a superficial surgical site infection at an unspecified time following mesh implant. The infection did not track to the level of the device. The pt underwent an incision and drainage of the site. No further info was provided.